Event description:
During a recent surgical procedure, the surgeon was attempting to use the topical skin adhesive swift set from covidien when he squeezed the vial in order to activate the crystals, a process he has done several times, when the glass inside the plastic tubing pierced thru the plastic container cutting the surgeon on his finger. The surgeon did have blood loss into his glove but it did not leak out of the glove. The pt did not sustain injury, and no blood reached the pt.